Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had an infection and had to go to the hospital. The patient was prescribed a medication as a consequence of this visit. The patient's mother did not specify what was prescribed nor if the patient was admitted.